Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, needle breakage occurred during suturing. One packet of product code mcp497 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needle was intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional investigation summary: it was reported that needle breakage during suturing. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Device history lot : a manufacturing record evaluation was performed for the finished device lot number ppmcma, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: what tissue was being sutured when the event occurred? Breast reduction surgery was performed. Glandular and fat tissue were sutured. Where was the needle piece found; in what structure/tissue? Needle was found in the mammary gland tissue (lateral breast pillar of the right breast) only with radiographic imaging. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Apart from the prolonged duration of surgery and radiation exposure that was not planned or explained preoperatively, postoperative care has not changed.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Where was the needle piece found; in what structure/tissue? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? .device follow up status? Additional information was requested, and the following was obtained: product code? Should be product code: mcp497h . Lot number? Not available: follows with return of product what was used to complete the procedure? Unknown. Procedure name and date? (B)(6) 2021 / brustverkleinerung (mamma-reduktion) - breast reduction. Was the needle piece(s) retrieved during the same procedure? Yes, surgeon retrieved needle piece, the damaged item will be returned, too. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. What is current condition of the patient? - operation completed successfully in the end, with a delay of around an hour, while surgeon searched for the broken needle. Problem: additional operation time and anesthesia. Current condition unknown what was the size of the needle used? Ps2 = 19mm. Device return status/follow up? Damaged device and started box will be returned. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that the patient underwent a breast reduction on (B)(6) 2021 and the suture was used. The needle breakage occurred during suturing. The needle piece was retrieved during same procedure. The surgery was completed successfully in the end with delay of around an hour. Current patient's condition is unknown. Additional information has been requested.